Event description:
During baxter's functional test of a spectrum pump, an unrestricted free flow of fluid was observed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.